Event description:
A report was received that stated the pump alarmed "check clutch". No patient injury or adverse event was reported.

Manufacturer narrative:
Device evaluation: the suspect device was returned and evaluated. Testing produced a "check clutch" alarm issue. Visual inspection revealed a loose leadscrew nut. The leadscrew was retightened. After repair and recalibration, the device was found to pass all delivery, accuracy and functional tests.